Event description:
On 01/08/2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion had a scorpion needle break off in the ar-12990 knee scorpion and is stuck and no longer useable. No pieces broke off inside the patient. This was discovered during a meniscal root procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle thus, breaking the needle and causing a blockage within the shaft.